Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was blocked during the priming process. The following information was provided by the initial reporter: "reported issue: fluid would not run through the tubing when attempting to prime. Fluid filled into the chamber but would not advance through the tubing... Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Occurred during priming, not attached to patient. Was there any adverse event on patient? No. Was there any medical intervention needed due to the incident? No. What procedure was performed during the incident? None, just attempted to prime the tubing before attaching to patient IV. What steps do you take to help when you do not see flow? Massage tubing, squeeze infusion bag, other technique? Which one of these, if any, helps the fluid flow. Squeezed chamber, completely stretched out tubing, ensuring no kinks in the tubing, attempted to push spike further into bag".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-may-2023. Investigation summary one sample model 2420-0007, lot 23035228 was returned for investigation. The set was examined for defects and abnormalities. Excess solvent was observed at the tubing adapter. A device history record review for model 2420-0007 lot number 23035228 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was blocked during the priming process. The following information was provided by the initial reporter: "reported issue: fluid would not run through the tubing when attempting to prime. Fluid filled into the chamber but would not advance through the tubing. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Occurred during priming, not attached to patient was there any adverse event on patient? No; was there any medical intervention needed due to the incident? No; what procedure was performed during the incident? None, just attempted to prime the tubing before attaching to patient IV; what steps do you take to help when you do not see flow? Massage tubing, squeeze infusion bag, other technique? Which one of these, if any, helps the fluid flow. Squeezed chamber, completely stretched out tubing, ensuring no kinks in the tubing, attempted to push spike further into bag"